Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set had flow issues and was unable to prime past the first port during use. The following information was provided by the initial reporter: "as per account, IV tubing unable to prime past the first port. IV solution filled the drip chamber and the initial portion of tubing but would not progress further despite all clamps being open and pressure being applied to the bag."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 30-jan-2023. H6: investigation summary: one sample was returned for investigation by the customer. The set was examined for defects and abnormalities. The back check valve was observed to be misassembled by being inverted. The set was confirmed to not flow when attached to an infusion bag. The customer complaint that the tubing was unable to prime was replicated. A quality notification was sent to the manufacturer. From the manufacturer investigation, the potential root cause for inverted check valve is related to not correctly follow the standard work sheet for the model 2452-0007 and opportunities with the method described in the procedure for the use of the fixture to assemble the back check valve into the administration set. A device history record review for model 2452-0007 lot number 22076010 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. H3 other text : see h10.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set had flow issues and was unable to prime past the first port during use. The following information was provided by the initial reporter: "as per account, IV tubing unable to prime past the first port. IV solution filled the drip chamber and the initial portion of tubing but would not progress further despite all clamps being open and pressure being applied to the bag."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.